Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with end cap. The surgeon tried to insert the end cap using the tfna nail but was unable to insert it all the way. The surgeon made several attempts to insert the end cap and retightened the locking mechanism but was unable to insert the end cap all the way. However, although the end cap could not be inserted all the way, the end cap was tightened to some extent, so the surgeon left the end cap in place. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable no further information is available. This report is for one (1) tfna end cap extens. 0 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6 a manufacturing record evaluation was performed for the finished device product code#:04.038.000s. Lot #:3979p16. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30/01/2023. Manufacturing site: jabil bettlach. Expiry date:01/01/2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.